Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient was unable to determine what caused the system error 2240 alarm so patient cycled the homechoice machine off/on several times, and started a new therapy session using the same supplies to complete the dialysis for the evening. No patient injury or medical intervention was associated with this incident.